Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection: the tower enclosure is in good physical condition. The membrane switch was faulty (where on/off buttons are located). The return tube was cracked. The air pressure was fluctuating. Installed temperature check, gas/vent test filter to perform functional tests. The device would not power on confirming the complaint. A root cause was a faulty membrane switch however it is unknown what caused the failure. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Actions taken, replaced the membrane switch, compressor, regulator and return tube on trauma tower. Replaced the o-rings and fan guard per preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device had a "system failure". There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.